Event description:
It was reported that the patient developed an infection. The patient's blood work showed elevated white cell counts. It was also noted that the patient had tenderness around the implantable cardioverter defibrillator (ICD) implant site. The lead was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.